Event description:
A hospital in (B)(6) reported that an mr850 respiratory humidifier is "heating up" and causing the water in the chamber to "boil" and the pulmonetics non-heated breathing circuit to deform. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an mr850 respiratory humidifier is "heating up" and causing the water in the chamber to "boil" and the pulmonetics non-heated breathing circuit to deform. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information from the healthcare facility with regard to this complaint. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device has not been returned to fisher & paykel healthcare (fph) for evaluation. Attempts to obtain further information and retrieve the complaint device has been unsuccessful. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: without a complaint device we are unable to determine what caused the problem observed by the customer. Conclusion: the customer has reported that a non fph breathing circuit was used with a fph mr850 respiratory humidifier. The root cause cannot be determined as no complaint devices have been returned to fph for evaluation. In the last 12 months fph have received two similar incidences involving third party breathing circuits. Investigation of these complaints revealed no faults with the mr850 respiratory humidifiers and it is most likely the cause of the incidences is related to the use of breathing circuits not approved by fph. The mr850 respiratory humidifier is designed to add heat or moisture to respiratory gases. The gas is passed through a humidification chamber where it is a warmed and humidified. The mr850 has numerous safety features which are outlined in the product technical manual. Our user instructions state the following: "the use of breathing circuits, chambers or other accessories which are not approved by fisher & paykel healthcare may impair performance and compromise safety."